Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens service went onsite. It was found that the redhead chassis was stained white due to age and spills. The redhead was replaced. The gespac was flushed and a significant amount of dust was removed. The gespac cpu board was replaced. The instrument passed a successful calibration and the qcs were in the expected ranges. The instrument is operational.

Event description:
The customer reported a false negative urine leukocyte result on the clinitek atlas when compared to a visual dipstick read and a microscopic examination of the sediment. There was no report of injury due to this event.